Manufacturer narrative:
(B)(4). The hospital biomed reported that the internal paddle set failed a resistance check. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that the internal paddle set failed a resistance check. There was no reported pt involvement.